Event description:
A patient reported they had to move their implantable neurostimulator (ins) 8 or 9 years ago because it was in a bad spot. The patient stated they have had problems with the implant since (B)(6) 2000. The patient noted the way the ins was positioned in the revision is causing her kidney to shrink. The patient also noted pain and discomfort at the ins site. The patient stated she wants the device removed, the added she is working with a surgeon to have it removed. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.